Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. A test reservoir was installed and did not lock in place properly due to broken reservoir tube lip. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and reservoir tube window cracked.

Event description:
The customer reported via phone call that the insulin pump had missing pieces on the reservoir compartment. The customer reported that the reservoir tube lip was gone. The customer's blood glucose was 350 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.